Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: prior to use on the patient, the operator inserted the device into the trocar and felt like the device was stuck in it. The device was pulled out, and it was found that the tip got frayed. A new one was opened for the procedure. No patient harm. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).